Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that a patient sample barcode label was misread by the barcode reader on the architect i2000sr analyzer. The issue was observed only with this sample barcode. The handheld barcode scanner was able to correctly read the barcode. The rsh barcode reader misread 4 digits within the barcode. The correct sample ID, (B)(6), was incorrectly read as (B)(6). There were no incorrectly assigned patient results. No adverse impact to patient management was reported.

Manufacturer narrative:
The abbott technical support specialist assisted in troubleshooting the issue. The analyzer's handheld scc bar code scanner successfully read the barcode as sid (B)(4); however, the internal barcode readers of three separate architect analyzers scanned the sample as (B)(4). A new barcode label of sid (B)(4) was reprinted which resolved the issue. A review of the analyzer service history found no contributing factors on or around the date of occurrence. The barcode label was not returned for investigation as the label could not be detached from the sample tube without damaging the label. A color photo and a black and white scan of the barcoded tube was provided for review. The ink on the label was smudged and scratched with indistinct edges on some of the black lines. The architect system operations manual provides labeling regarding the sample ID (identification) barcode label length, sample barcode label placement, and barcode symbologies. Barcode label print quality is an important factor affecting the ability of a barcode reader to correctly decode label information. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Product labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was identified.